Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal stenosis. It was reported that patient programmer and antenna usage were reviewed with the patient. The patient initially reported seeing the ¿poor communication¿ screen. Product services (ps) worked with the patient to use the equipment and synch with their implant. The patient was successful to bring up settings of 6. The patient described seeing other icons but was not able to hear or understand the icon meanings. Ps could not determine if stimulation was on or off during the call. The patient stated they had been having problems with their unit not working right. The patient had spoken with a representative (rep) about problems they had been having with their stimulator and had a meeting with them in may. The patient stated they would work on their other issues with them during that meeting. No further complications were reported. Follow-up was conducted.